Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother also reported that the buttons were unresponsive. The customer's mother reported that there was skin irritation as well. The customer's blood glucose was 528 mg/dl at the time of incident. The customer's mother stated that they corrected the high blood glucose with manual injection. The customer's mother declined to troubleshoot for the high blood glucose. The customer's mother declined to troubleshoot for the skin irritation. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response on all buttons due to the connector fully unlocked on the lcd board. Unable to perform displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to unresponsive keypad. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.